Event description:
Customer reports finding one case of product that contained two different sizes of uvc's. The case contained two each of 5 fr and eight 3.5 uvc's but all were labeled lot number 461749. The product was not used and no patient injury is associated with this report.